Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was seen in the clinic after intermittent ventricular capture was observed during transtelephonic monitoring. The device was initially programmed to 4.5 v, 0.4 ms unipolar. When the output was increased to 7.5 v, 0.4 ms, capture was still intermittent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received